Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, lot/serial/version #: 1.0.3 h3: the software analysis determined that the archives were reviewed but provided no additional insight regarding the cause of inaccuracy. Archive contains 2 CT scans. CT-1 is having registration data with registration accuracy of 2.6 mm it has only little yellow zone of accuracy on the anterior side near sinus area. Few traces were done covering mostly around 2 eyes and nose only. Suggesting to have a trace pattern on the bony parts of the anatomy covering the entire head to get better accuracy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the system was not connected to the hospitals domain and the CT scan was burned to a cd. The surgeon accessed the CT images on the disk and transferred 2 scans series to the navigation system. They both were noted to be in the correct protocol and looked fine when observed under the images function. The surgeon chose on of them to make the registration on but when they moved to registration the 3d model was just a big block figure like figure. They did not think too much about it since there was an edit function and supposed that it would happen sometimes. However, they have never seen it happen on the navigation .they have seen the 3d model that was just a big block figure under the images functions but when they moved forward to the registration function, the navigation system would always show the correct 3d model of the patient. The surgeon told the representative that this has happened with all their patient scans. They entered the edit model function and adjusted the 3d model so that they could see the correct anatomy of the patient. They reported that after they had mad this adjustment, they never clicked on the auto refine button and just exited the edit functioning without clicking it. After 2 or 3 attempts to register they used the auto refine button in the edit model function. When they did this they were able to get a good registration and then proceeded to verify function and could see the predicted accuracy in the sphenoid and was about 1.8 mm. However, when the surgeon put his instrument on the patients subnasal, it was way off on the navigation. They were able to remove the polyps with using just the endoscope. Then the surgeon was able to approach the skull base with the straight suction instrument. It was off almost 1 cm. There was no reported delay and no reported impact to patient outcome.